Manufacturer narrative:
Analysis of the anchor revealed the anchor did not properly detach from the ascenda tool and it was not able to be used. The proximal side of the anchor showed significant tearing. The anomaly was likely related to the silicone bocking that occurred between the interaction of the anchor and the hypotube. Results: no longer applies to this event.

Event description:
It was reported that while positioning the catheter during device implant, the anchor did not come off of the anchor dispenser. After the anchor dispenser was confirmed, damage was observed. The anchor was not implanted. No patient symptoms or injury were reported. A follow-up report will be submitted when new information becomes available.

Manufacturer narrative:
Product ID: 8781, lot# 0206042813, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.